Event description:
Seven months post index procedure the patient was revascularized for 70% restenosis of the target vessel distal to the cypher des implanted at index procedure. This was treated using a 3.5x13mm cypher des. The patient was discharged in stable condition 48 hours after the procedure. This patient was randomized to the stlr registry in june 2004. The primary indication for the index procedure was unstable angina iib. The lesion was at the proximal circumflex and was described as a denovo lesion. Vessel diameter was 3mm and lesion length was also 3mm. Bifurcation was not present and the lesion was classified as type b2. The lesion was not predilated, and cws08300 cypher des was deployed at 15 atms with satisfactory results. Mld pre and post procedure was 2mm and 3mm. Pre-procedural stenosis was 90% and the residual diameter stenosis was 10%. Timi pre and post procedure was iii.